Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became lightheaded with intermittent loss of telemetry by the implantable pulse generator (ipg) during testing with a programmer. The patient recovered as soon as pacing was restored. The ipg remains in use. No further patient complications have been reported as a result of this event.